Event description:
Procedure type: colectomy. According to the reporter: the customer reports that the anvil didn't connect properly on the instrument during use. The surgeon didn't notice it, and the anastomosis was not tight enough, though the donuts were ok. The surgeon had to recut the tissues and redo the anastomosis.

Manufacturer narrative:
(B)(4).